Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of cannula deploying late. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported the pod was primed and a notification was received stating deactivate the pod. The patient stated upon removal of the pod, the cannula had not deployed. Upon deactivating the pod, the cannula then deployed.